Event description:
Spinal needle separated from hub during withdrawal of needle and remained in patient's back. The needle was retrieved without incident. Patient suffered no adverse effects as a result of this occurrence.